Manufacturer narrative:
The agent reported (2 mm of 6.5 guide tap broke off into the patients glenoid during reaming. Surgeon decided it would cause more damage to remove and left it in the patient and proceeded with surgery intended. Incident report and appropriate measures taken. Male 84 yrs). This event occurred during surgery, near the patient. Significant adverse event was reported by the surgeon. The surgery was completed as intended, with a thirty-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. A piece of the instrument was left in the patient when the bone tap became dislodged in the implant. (2mm tip of the 6.5 tap). RMA examination: the instrument will not be returned to djo for evaluation, the hospital kept the remaining piece of the shaft. The revision level or lot number were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed 32 previous complaints. S303 - broke/cracked/damaged, 31. S801 - device cracked/broke, 1. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Reported incident - 30 minute delay in surgery, part left in patient.